Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control evaluated the customer's device, and was unable to reproduce the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had unexpectedly became locked up, and unresponsive. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had unexpectedly became locked up and unresponsive. There was no report of patient use associated with the reported event.